Event description:
It was reported that a malfunction occurred on the pump. The blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact to the customer¿s blood glucose level. The customer reset the pump before contacting technical support. The customer declined further troubleshooting with tandem technical support, and additional information could not be obtained.